Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that hemadostenosis occurred due to the collagen slipping into the vessel. On (B)(6), after endovascular therapy (evt) for a superficial femoral artery-popliteal (sfa-pop) stenosis, hemostasis was successfully achieved by using the angio-seal vip device. (The pop side was also punctured, and manual compression was applied to achieve hemostasis.) On the following day, the pulse ceased to beat around the pop. The patient underwent an ankle-brachial index (abi) test, and ultrasonography revealed a stenosis near the sfa puncture site. On (B)(6), intravascular ultrasound (ivus) from the right ra revealed a stenosis due to something like a foreign matter. Pressure was applied using a balloon and then the stenosis was successfully released. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The blood loss was less than 250cc. There was non-serious health damage, but the stenosis was released. The course of the patient's condition is currently being observed. Hemostasis was successfully achieved, however the collagen slipped into the vessel. This was a right femoral artery puncture. An ultrasound was performed to diagnose the vascular insufficiency. The patient was reported to be recovering. There were not other devices or equipment used with the reported product. Additional information was received on 03feb2020. The initial access site was the right femoral artery through an ipsilateral retrograde approach. After pre-dilation using a long balloon, an eluvia stent (boston scientific) was positioned. A 6fr sheath (10 cm) was used. The common femoral artery was punctured. The subcomponents of the angio-seal (anchor & collagen) are thought to be the cause for the stenosis seen near the sfa puncture site because ivus was able to reveal a foreign matter. The access was to the superficial femoral artery, not proximal to the inguinal ligament.